Event description:
Inbound, pt's husband reports that the cadd cassette w/flowstop - the line has kinks in it and afraid won't draw the medication into pump, and the bladder insides have been creased and causing bubbles. Lot 3612016. No further details provides.